Event description:
The internal tubing of device was found to be suspected of bacterial contamination during an on-site pm.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for the sample kits via email on 3/13/2023. There has been no response to this recommendation as of the date of this report.